Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons were sticky and non-responsive. It was reported that the insulin pump made any unusual or grinding noises, that sound different than before. It was reported that during priming, the insulin ever shoot or squirt out insulin from the infusion set rather than a slow drip. The insulin pump will be returned for analysis.